Manufacturer narrative:
Product event summary #axiem fault. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). Product analysis (part 9733597): analysis found an open connection between pin 2 of the usb connector and pin 6 of the lemo connector. The issue was able to be duplicated. Product analysis (part 9731203): the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. The field generator was fully functional. Failure mode: no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem was not communicating. There was no patient present.